Event description:
It was reported that the device will not go to standby mode when the light intensity is adjusted.

Manufacturer narrative:
Add'l info will be provided once the investigation is complete.